Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On (B)(6) 2025, a facility representative reported via email that a patient enrolled in the clinical study ¿acl repair with internal brace augmentation, 5-year follow-up¿ underwent revision surgery on the right knee. Following a re-injury during a soccer game, the patient underwent revision surgery on (B)(6) 2021, which included acl reconstruction with bone¿tendon¿bone (btb) graft and an all-inside medial meniscus repair. The patient initially had an acl repair on (B)(6) 2019.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.